Event description:
It was reported that the customer's insulin pump alarmed button error. It was stated that the device was delivering insulin without the customer's input and it was jumping from menu to menu. No further information was provided.

Manufacturer narrative:
Insulin pump received with button error alarm and unresponsive buttons due to corroded keypad traces. Unable to verify battery out limit alarms due to unresponsive buttons. No unexpected display ramping or bolus delivery anomaly noted. A cracked case, cracked reservoir tube lip, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.